Event description:
It was reported that the pt experienced the following symptoms: pain, headache, tingling, numbness in the arms and legs. The pt has fallen due to not being able to feel his legs. The pt was admitted to the hosp in serious condition after a recent fall. The pt has been "in and out of emergencies rooms and have had two hospital stays totaling 13 days as a direct result of medications placed in the pain pump". Currently, reported to be "much worse off since the pump than before the pump" in terms of pain and functionality. The reporter also indicated that other health issues "have been complicated" as well. The pt experienced partial paralysis requiring transportation by ambulance following medication trial two weeks prior to this report. The pt continued to have difficulty walking and moving; has required a home attendant to assist with daily living skills. The pt was concerned as the hcp who implanted the pump would not take it out.